Event description:
It was reported to boston scientific corporation on (B)(4) 2013 that a cre balloon dilatation catheter was used during an esophageal dilatation procedure performed on (B)(6) 2012. According to the complainant, after successfully completing the dilatation the inflation media could not be completely removed from the balloon. The balloon catheter, therefore, could not be withdrawn through the scope. The scope and the balloon were removed together and the balloon was cut to remove the catheter from within the scope. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported as stable.

Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a cre balloon dilatation catheter was used during an esophageal dilatation procedure performed on (B)(6) 2012. According to the complainant, after successfully completing the dilatation the inflation media could not be completely removed from the balloon. The balloon catheter, therefore, could not be withdrawn through the scope. The scope and the balloon were removed together and the balloon was cut to remove the catheter from within the scope. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported as stable.

Manufacturer narrative:
It was reported the patient was over 18 years old. (B)(4) for the reported event of balloon deflation failed. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Visual examination found the catheter shaft cut and the balloon relaxed as is consistent with having been previously inflated. Functional analysis could not be performed as the shaft of the catheter was cut. Therefore, the reported failure of deflation failed could not be confirmed. The investigation found the catheter was cut which is consistent with the description of the event. It is probable that the failure mode of balloon deflation failed was due to anatomical/procedural factors encountered during the procedure (such as a tortuous anatomy) which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.